Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the pacemaker exhibited less than 5 years battery longevity remaining. Premature battery depletion was suspected. No intervention was reported. The patient was stable throughout.